Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the patient was admitted into the hospital. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.